Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 77 mg/dl. During troubleshooting, the customer stated the insulin pump had recently fallen out of its holder. The drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Motor error alarmed during basic occlusion, occlusion test due to loose and protruded drive support disk. Unable to confirm prime alarms, due to motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)